Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the fusion oxygenator, a high pressure event/(hpe) was identified. The extracorporeal circuit was primed with plasmalyte-a and 10,000 units of anticoagulant, with no additional anticoagulant administered during the pump run, and normothermia was maintained. Activated clotting time (act) measurements were taken at multiple time points, and pressure gradients were measured pre- and post-oxygenator throughout the procedure. At five minutes into bypass, a high pressure event was identified, with a gradient of approximately 350mmhg at ten minutes, which gradually decreased over time. Administration of 200ml of 25% albumin occurred at nineteen minutes. The procedure was completed using the product. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional info d4: serial number info updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.